Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to charge. Complainant indicated that subsequent testing did not duplicate the reported malfunction. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the activity log indicates that the device was capable of discharging as long as all of the criteri as was met. The occurrences where the end user could not discharge was found to be due to the energy being internally dumped prior to the end user pressing the shock button. This was confirmed with a log of "defib not charged, press charge button". Which indicates that the shock button was pressed while the device was in the idle state. Analysis of reports of this type has not identified an increase in trend.